Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving multiple no delivery alarms and stated that she has been experiencing high blood glucose readings of over 600 mg/dl. Customer stated that the no delivery alarm occurred when changing out the infusion set. Customer was unable to clear the alarm and stated that the insulin pump was vibrating. Customer's blood glucose reading at the time of the call was 306 mg/dl. No further information reported.